Event description:
It was reported that the left ventricular (lv) lead moved and a different lead was needed for stability reasons. The lv lead was exp lanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Poduct event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the proximal and distal conductors were kinked/buckled, there was blood in the proximal and distal : conductors, and the lead appeared damaged at implant. Concomitant products: 6935, implantable defib lead 2012-(B)(6); 5076 implantable pacing lead 2012-(B)(6). (B)(4).